Event description:
During knee arthroscopy procedure, the doctor had to cancel the case. After steam sterilization of the scope, it was hooked up to the camera and discovered that the scope was extremely cloudy. The patient was on the o.r. Table under sedation when they cancelled the procedure.